Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer has been experiencing unexplained low blood glucose readings. The blood glucose readings have been in the 50 to 60 range. The high blood glucose readings were not specified. Nothing further reported.